Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the qlock refrigerator temperature probe was identified as faulty, and the refrigerator was not reading properly. A field service engineer (fse) identified high temperature and inaccurate readings from the helmer refrigerator, verified an actual temperature of 54°c using a calibrated device, replaced the faulty temperature probe due to a burn mark, advised that the helmer unit required service, and completed the case after notifying cubex support. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, fridge not reading properly. User reported that reading had been within 3°c consistently since (B)(6), but when it was recalibrated, it started jumping from -27°c to -68°c. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.